Event description:
The distributor contacted animas on 1/21/2015 alleging a loss of prime issue. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. This complaint is being reported because the alleged loss of prime issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed record of loss of prime warning with low non-zero force. On investigation, the pump was exercised for 24 hours without loss of prime warning occurring. Investigation did not duplicate the alleged loss of prime. The force sensor unit was evaluated and determined to be within the required specifications. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.